Event description:
The consumer stated the tip of two of her tampons came off during removal.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned unused product on (B)(4) 2014. A visual inspection of (B)(4) companion samples was conducted on (B)(4) 2014. The visual examination did not observe any product defects or abnormalities.